Event description:
Additional information provided on 21oct2025 confirmed that the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable damage was confirmed via the submitted photo. The submitted photo revealed damage to the black power cable, specifically at the strain relief, no internal conductors appeared to be exposed. Log files were submitted for review and there was not indication of an issue with the system controller. The system controller ((B)(6)) was not returned for testing. Provided information indicated that the controller was exchanged and will not be sent back for analysis. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller and its power cables. The heartmate 3 patient handbook section 10- ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f- ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section entitled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage to the power lead and the site was planning to exchange the system controller. Following review, despite the observed damage to the power lead, there were no unusual events recorded in the event log file history. It did not appear that any type of external mechanical circulatory support (mcs) equipment issues caused these events. The mcs equipment was operating as intended.